Event description:
(B)(6) urgent care of (B)(6) on (B)(6) 2020, referred me for a brain CT scan, due to my worries associated with headache and stress, and my desire to get peace of mind in relation to the state of my brain (I wanted to make sure I was not at risk of a stroke in the near future). I did the CT scan of my brain on (B)(6) 2020, at (B)(6). The CT scan was done without contrast. I was called by last name around 9:15 am, by the technician who was going to do the scan. He looked in his late 30's. The room where I did the CT scan was right next to that entrance door, slightly to the right. Inside the CT scan room, the technician closed the door and he asked me to put my stuff on top of a cabinet next to the CT scan machine. He asked me why I am doing the CT scan of my brain, and I said it's because I am under stress at work and I want to make sure I do not have risk of a stroke. Even before I finished that sentence, he said "that is a very good idea, because the brain is who you are". I told him I agreed. The technician asked me to lay down on the bed that goes into the CT scan, and to put my head on the head rest at the end of the bed. He started moving the bed backward, toward the CT scan machine. At that time, I noticed I still had few items in the pocket of my shirt, including 3 pens. I was worried the 3 pens would fall out while the bed was moving, so I instinctively raised my left hand and started moving the pens so I would pin them to the pocket, so they would not move. The technician admonished me saying "don't move" and "the pens are not going to fall". I was able to pin only one pen to the pocket. Then the technician said "close your eyes and keep them closed". I said "ok". He then said "it's because I am using lasers to align you with the machine and you don't want the lasers to go in your eyes". He also said "don't move anymore", then "this test will only take about 5 minutes". I said "ok". All was ready for the scan. The technician walked to the scan control room in the back of the room. There was silence. Then I heard the machine spinning, but I was not feeling anything on my body or my head. Everything was going smoothly. For the first 3-4 minutes, everything was going well. I think the bed was moving once in a while, as part of the procedure. After about 3-4 minutes into the test, the bed moved clearly forward, toward the "outside", so I thought the test was over. I opened my right eye for a moment to see if it was really over, but then I closed it immediately because I thought I did not want any lasers to get into my eye. Few seconds later, I started feeling a physical sensation on both sides of by head. Then I felt a blast of gradual increasing heat going through my head, from all directions around my head. I felt my brain getting warm. This was the first time in my life I felt my brain as a distinct organ; I clearly felt it floating in my head. And I started feeling a painful, pulling sensation on my brain, like it was being pulled out through the top of my head. It was a very physical sensation of pain. My instinct was to sit up and get out of there, and in fact I moved for an instant, but then for some reason I stayed down, thinking I did not want to screw up the test. I felt major heat in my brain. This traumatic experience lasted for about 15 seconds. Those were the worst 15 seconds I have had in my life. During that time, I felt my brain was being fried. It was a terrifying experience. The machine stopped. There was silence again. The door in the back of the room opened, and the technician came out, saying "it's done". I started moving my head, I opened my eyes, and I sit up. Then I stood up next to the bed and I felt really bad. My head was confused and I still felt heat in my head. I knew what happened was not normal. From that time on, I was not the same anymore. I strongly believe what happened to me is an overdose of radiation at the very end of the brain CT scan test.(B)(6) I wonder if the CT scan accident at (B)(6) was caused by the machine malfunctioning, perhaps due to incorrect calibration or programming, or due to the technician misusing the controls for some reason. It is also possible the accident occurred during the shut-down procedure of the machine, after the test was supposedly over; I say this because the CT scan report I received afterwards suggests a normal dose of radiation received, so perhaps the accident occurred after the radiation dose was formally recorded. It is also possible that the test report itself does not show the correct dose I received, for some reason. Also, based on the CT scan test report, the machine used for the test was a refurbished philips machine from 2004-2013 (philips brilliance idt 16 slice CT scanner), so an old machine with perhaps not all the latest safety features. I don't know. I wish I had never done that CT scan. After this accident with the scan, I realized my experience with the technician was actually a bit odd. I realized things were a bit weird in that room. The technician himself felt a bit strange. His way of speaking was a bit off, as if he was very nervous. His comment about my brain being who I am, and the way he said it, was actually a bit strange, if I think about it. Also, the way he admonished me when I was trying to adjust the pens in my pocket, makes me think he did not take well my defiance of him right before the scan. Also, as a side note, the room itself where the CT scan machine was, gave me the impression of being messy and disorganized. Since the moment the CT test was over, I started developing symptoms, including: 1. Severe headache 2. Feeling of blood in my nose, mouth and throat 3. Chronic confusion 4. Blurred vision 5. Disorientation 6. Nausea 7. Chronic fatigue and weakness 9. Loss of appetite. The impairment is so bad that I was on a medical leave for about 4 weeks and now I'm on a part-time schedule at work. (Refurbished philips machine from 2004-2013). FDA safety report ID#: (B)(4).